Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; labeling review; additional document review. Results: because no device was received back for evaluation, testing and inspection cannot be performed to aid in root cause analysis. It is likely that the screw fractured as a result of the weakened construct the fractured rods and other loose screws in the construct that were being revised. However, without the returned device this cannot be determined conclusively. No relevant manufacturing issues were identified during manufacturing record review. Conclusion: the root cause of the customer reported event is unknown.

Event description:
It was reported that during a revision case, the surgeon was removing a xia 3 6.5x50 poly screw that had been implanted in the initial surgery. When the surgeon pulled it out, noticed that the tip of the threaded portion was broken off. A replacement screw was used.

Event description:
It was reported that during a revision case, the surgeon was removing a xia 3 6.5x50 poly screw that had been implanted in the initial surgery. When the surgeon pulled it out, noticed that the tip of the threaded portion was broken off. A replacement screw was used.